Event description:
It was reported that the physician accidently backed out the right ventricular (rv) set screw and it dropped it in the drapes and then onto the floor. It was also reported that the set screw as originally twisted within the grommet. It was further reported that a set screw kit was not available, so the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer, analyzed, and no anomalies were found. It was also noted that the set screw had a rounded socket.